Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown 5.0 mm titanium (ti) locking screws with t25 stardrive recess for im nails. Partial part number identified during investigation: 04.005.5xx. Telephone number. Without a lot number the device history records review could not be completed. A product investigation was completed: one 11mm/130 deg ti cann tfna 380mm/left ¿ sterile (part number: 04.037.159s, lot number: 9975089, mfg date: 15sep2016) and one unknown 5.0 mm titanium (ti) locking screws with t25 stardrive recess for intramedullary (im) nails (part number: 04.005.5xx, lot/mfg date: unknown) were received with the following complaint description: ¿a patient experienced postoperative breakage of trochanteric fixation nail advanced nail and unknown broken 5.0 mm distal interlocking screw. Patient was presented to surgeon with broken trochanteric fixation nail advanced nail and unknown broken 5.0 mm distal interlocking screw for revision surgery performed on (B)(6) 2016 and original implant date was approximately 5 weeks ago. Hardware was removed which include one tfna nail, one helical blade, and a portion of a broken 5.0 mm distal interlocking screw. A portion of a broken 5.0 mm distal interlocking screw was retained in patient body and surgeon did not attempt to remove the broken distal interlocking screw.¿ the complaint condition is confirmed for all parts. A visual inspection and drawing review were performed as part of this investigation. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. The following concomitant device was returned: one titanium helical blade (part # 04.038.300, lot # 9975712); after visual inspection and the based on the complaint description, it was determined this implant did not contribute to the complaint condition and therefore no further investigation is required. The complaint devices are part of the depuy synthes tfnadvanced proximal femoral nailing system for intramedullary fixation of proximal femoral fractures. The tfna nail is broken completely through both walls of the nail in the area of the oblique hole. The prong of the locking mechanism is broken and missing. Replication of the complaint device is not applicable as the implant is already broken. The complaint is confirmed. The unknown 5.0mm ti locking screw is broken towards to the distal tip (distal end was not returned as it remains in the patient). Replication of the complaint device is not applicable as the implant is already broken. The complaint is confirmed. Relevant drawings for the returned devices were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review (DHR) was performed for the returned nail and no mrrs, ncrs or complaint-related issues were identified with the lots numbers which may have contributed to the complaint condition. A DHR could not be done for the screw as the part/lot numbers are unknown. A root cause could not be determined as the circumstances at the time of the event are unknown. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Establishment name, city. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. The complaint indicated that the device broke post-op requiring additional surgical intervention. A portion of a broken 5.0 mm distal interlocking screw was retained in patient body and surgeon did not attempted to remove the broken distal interlocking screw. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient experienced post operative breakage of trochanteric fixation nail advanced nail and unknown broken 5.0 mm distal interlocking screw. Patient was presented to surgeon with broken trochanteric fixation nail advanced nail and unknown broken 5.0 mm distal interlocking screw for revision surgery performed on (B)(6) 2016 and original implant date was approximately 5 weeks ago. Hardware was removed which include one tfna nail, one helical blade and a portion of a broken 5.0 mm distal interlocking screw. A portion of a broken 5.0 mm distal interlocking screw was retained in patient body and surgeon did not attempted to remove the broken distal interlocking screw. Dynamic hip screw was added which include one unknown plate, one unknown lag screw and multiple unknown 4.5mm cortex screws. There was no delay in surgery. Procedure was successfully completed and patient status was reported as stable. This complaint involves two devices. Concomitant medical products: titanium helical blade (part # 04.038.300, lot # 9975712, quantity # 1). This report is 1 of 2 for (B)(4).